Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. It was observed that the device displayed all three icons (attention, charge-pak and service wrench) on the readiness indicator and would not power on. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon inspection, stryker observed that the device showed all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control advised the customer that their device is not repairable. The device was returned to the customer unrepaired. A root cause of the reported issue could not be determined. The customer was informed to not use the device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon inspection, stryker observed that the device showed all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h6, results code grid of the supplemental medwatch report indicates no device problem found. Section h6, results code grid of the supplemental medwatch report should indicate operational problem identified.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon inspection, stryker observed that the device showed all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.